Manufacturer narrative:
Fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of sample showed that the ts were free from the needle, however the suture remained attached. The actuator was in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, devices functioned as intended. Reported non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscus repair procedure it was reported that after t1 deployment, the t2 implant was not deployed. Nothing remained inside the body. It was additionally reported that no damage was noted to the devices. The trigger was able to be fully advanced. The procedure was completed with a back-up device. There was no delay in the procedure and the patient was okay post-procedure.